Event description:
It was reported that the programmer touchscreen works intermittently, the programmer was replaced. No adverse patient effect was reported. The programmer was returned for analysis.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed and passed. The programmer was powered on and the logfile was downloaded; an error code had been recorded. An error during pacing system analyzer (psa) use was due to an issue that resulted in an invalid value within the programmers software. This issue may be corrected by powering the programmer off and back on again. The reported clinical observation of a non-responsive touchscreen was not reproduced in the laboratory setting. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported that the programmer touchscreen works intermittently, the programmer was replaced. No adverse patient effect was reported. Should this product be received in the future, an updated report will be provided.

Manufacturer narrative:
The device was not returned for product analysis. Although the device was not returned for analysis, boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.